Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. Blood glucose was 114 mg/dl. Reportedly, the cartridge was reloaded to address the event.